Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician verified that shortly after the power on button was pressed, the backup alarm failure (diagnostic code 1104) was generated during standard test bay (stb) operation. The pil technician induced a hardware power fail condition with the stb. During the hardware power fail condition, the light emitting diode (led) on the bezel was flashing bright red as expected, however the secondary alarm did not provide an audible tone as expected. The pil technician verified that the reason for the repeating backup alarm failure and the failure of the secondary alarm circuit was due to a faulty secondary alarm buzzer.

Event description:
Philips received a complaint by the customer on the v60 indicating that the backup alarm failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their backup alarm had failed. A field service engineer (fse) went onsite and confirmed the reported issue. The fse replaced the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the issue. The fse replaced cpu pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.